Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the last basal delivery was on (B)(6) 2017 at 21:47. The last bolus delivery was an 8.05 unit ez-carb normal bolus on (B)(6) 2017 at 14:58. An 174 warning for ¿basal edit not saved¿ was recorded on (B)(6) 2017 at 21:13, indicating the user attempted to edit the basal rate but did not select save. On investigation, the pump was exercised for 24 hours without issue. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/11/2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 300 mg/dl with abdominal pain and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. Troubleshooting could not be completed. This complaint is being reported because a device malfunction or use error could not be ruled out as a cause or contributing factor to the reported health event.